Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, service confirmed the reported image issue and found it was caused by a faulty cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that there was no signal (no image) when the camera head was connected. The issue occurred when preparing the subject device for use. Since there was no signal, no procedures were performed. There was no patient or user injury reported due to the event.

Event description:
Additional information was received from the user facility regarding the reported issue (no signal/no image when the camera head was connected): the intended procedure was completed by using a backup device. The back-up device was used to perform the scheduled procedures. No procedures were cancelled due to the reported issue. There was no patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to provide additional information received from the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely that a communication failure occurred due to the cable failure and the image was not displayed. However, the cause of the cable failure could not be determined. The device's instruction manual provides the following information regarding the proper handling of the camera cable, which can help to prevent cable failure: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.